Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to alarm even though the water level was above the sensor. He attached the red level sensor to a lab use only (luo) module and luo reservoir. He observed the perfusion screen level icon to turn yellow, the luo level detect module light emitting diode (led) turn yellow and the central control monitor (ccm) displayed a 'check level: arterial stopped' message even though the water level was above the sensor.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level sensor was not alarming. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the perfusion screen level icon turn yellow and the central control monitor (ccm) display a 'check level; arterial stopped' message when attached to a lab use only (luo) reservoir. The alarm was being set off when there was an appropriate amount of fluid in the test fixture. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.